Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient was over-sedated and had dilated pupils. The severity was reported to be moderate. The patient outcome was resolved without sequelae with a resolved date of (B)(6) 2013. The therapy/infusion rate was reportedly suspended on (B)(6) 2013. The diagnostic type was examination and palpation on (B)(6) 2013. It was noted that the event was possibly related to the intrathecal drug sufentanyl. It was noted that the drug dose had been increased. It was reported that the event was possibly related to the device or therapy. It was noted to be not related to the implant procedure. It was further reported that the therapy/infusion rate was suspended on (B)(6) 2013 and that the date of the examination and palpation intervention was (B)(6) 2013.